Event description:
It was reported that noise on the atrial lead caused oversensing and mode switching. Low lead impedance of 135 ohms was also noted. The lead was capped and replaced.

Manufacturer narrative:
Na